Event description:
A patient reported experiencing inaccurate low results with an ot ii meter. The patient's blood glucose results were meter - 157 to lab - 300 mg/dl. Tests were done within 10 minutes with a difference of 41%. Pt did not experience any adverse events. No further information has been reported.